Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter caps of a xenium ultra dialyzer were unscrewed. After opening the package, it was noted that the filter caps of the input and output of the blood were unscrewed and were not fully connected with the rest of the filters. This event occurred before use. There was no patient involvement. No additional information is available.